Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a cervical posterior fixation procedure at c5-c6 on (B)(6) 2018 utilizing the synapse 4.0 system. During the procedure, it was noted that the 3.5mm cancellous polyaxial screw did not fit the screwdriver. Surgeon tried multiple times to insert the screw but was not successful. The screw was replaced with another and was inserted without issue. Surgery was completed successfully with a delay of less than 30 minutes. No adverse consequence to the patient was reported. Patient status reported as stable. This report is for one (1) 3.5mm cancellous polyaxial screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: brandywine packaged and sterilized at monument; manufacturing date: april 16, 2018; expiration date: april 01, 2028; part: 04.615.014s 3.5mm ti cancellous polyaxial screw 14mm for 4.0mm rod (sterile); lot: h608849; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Component(s) reviewed: part: 04.615.014y lot: h595475; lot quantity: (B)(4). Brandywine work order traveler met all inspection acceptance criteria. Inspection sheets met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Customer quality investigation: investigation flow: device interaction/functional: visual inspection: visual inspection under 5x magnification performed at customer quality (cq) on the returned device observed worn threads at proximal body portion. No significant deformation was observed on remaining portions of the device. Functional inspection and complaint replication was not able to be performed as the mating device was not returned. As the mating device was not returned and with the device being in specifications per dimensional inspections shown below, the fit complaint condition was not able to be confirmed. However due to worn condition identified the overall complaint condition was confirmed. Document/specification review: design drawing from the time of manufacture to current was reviewed during this investigation and no issues were identified. Top level drawing. Screw body drawing. Screw drawing. Dimensional inspection performed on relevant hex head portions accepted the gage pin (gp29 &32) of 2.47mm and 2.52mm which confirms that the device is in specifications per drawing. Review of the device history record(s) showed that this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Therefore, there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: no root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device during usage or any mating misalignment could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date device received by manufacturer. Device evaluated by MFR: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.